Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensors were not functioning properly and would receive sensor end within one to two days after connection. Customer also reported that sensors would not adhere properly and would fall out from site. Customer reported that sensors would not recharge and at times would break. Customer's blood glucose was between 150 mg/dl and 190 mg/dl. Customer was not able to troubleshoot and would call back.